Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm and stuck button alarm occurred when a button was continually pressed for more than 3 minutes. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer able to successfully clear alarm, able to complete rewind. The displacement verification test and self test was passed. The insulin pump exposed to change in altitude. The device will not be returned for analysis.